Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation. The patient described the irritation as a rash under the front blue electrode that looked like pimples and was itchy. The patient reported allergies to nickel and latex. There was no alleged device malfunction. The patient's physician recommended use of benadryl. The patient reported the rash as healed.